Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-08441. It was reported that stent damage occurred. The 90% stenosed, 50mm in length, 5mm in diameter, concentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion contained a >=90 degrees bend. After an intravascular ultrasound (ivus) was advanced but failed to cross the lesion, a 2.5x15 balloon catheter was advanced to dilate the lesion twice. However, the patient's heart rate decreased and the physician opted to implant a temporary pacemaker. Another 3.0x15 balloon catheter was advanced to inflate the lesion and used a guidezilla guide extension catheter to implant a 5.0x16mm taxus liberte stent. Then the guidezilla was moved forward and implanted another 12x5.00mm taxus liberte drug-eluting stent. However, when the stent delivery system (sds) balloon was inflated, the stent disappeared. After reviewing the image, it was found out that the stent was dislodged at the proximal rca. The physician used the guidezilla to deliver a 4.5x20mm taxus liberte drug-eluting stent to cover the dislodged stent, but the stent could not cross the guidezilla. When the 4.5x20mm taxus liberte sds was removed, it was noted that the stent structure was lifted. The guidezilla was removed and implanted a 12 x 5.00mm taxus liberte drug-eluting stent to cover the dislodged stent. Following post dilatation, an ivus was performed and revealed that the dislodged stent was covered and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent was damaged with stent struts at the distal edge distorted, bunched and lifted proximally from the stent profile. Stent moved proximally on the balloon over the proximal markerband, exposing the balloon wall for 4-6mm on the distal side. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the exposed balloon wall. The distal edge of the bumper tip of the device showed signs of damage. A visual and tactile examination of the shaft found that there were slight hypotube kinks across the length of the hypotube shaft. These types of damage are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-08441. It was reported that stent damage occurred. The 90% stenosed, 50mm in length, 5mm in diameter, concentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion contained a >=90 degrees bend. After an intravascular ultrasound (ivus) was advanced but failed to cross the lesion, a 2.5x15 balloon catheter was advanced to dilate the lesion twice. However, the patient's heart rate decreased and the physician opted to implant a temporary pacemaker. Another 3.0x15 balloon catheter was advanced to inflate the lesion and used a guidezilla guide extension catheter to implant a 5.0x16mm taxus¿ liberté¿ stent. Then the guidezilla was moved forward and implanted another 12x5.00mm taxus¿ liberté¿ drug-eluting stent. However, when the stent delivery system (sds) balloon was inflated, the stent disappeared. After reviewing the image, it was found out that the stent was dislodged at the proximal rca. The physician used the guidezilla to deliver a 4.5x20mm taxus¿ liberté¿ drug-eluting stent to cover the dislodged stent, but the stent could not cross the guidezilla. When the 4.5x20mm taxus¿ liberté¿ sds was removed, it was noted that the stent structure was lifted. The guidezilla was removed and implanted a 12 x 5.00mm taxus¿ liberté¿ drug-eluting stent to cover the dislodged stent. Following post dilatation, an ivus was performed and revealed that the dislodged stent was covered and the procedure was completed. No patient complications were reported and the patient's status was stable.